Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of the helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning, the helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood and tissue.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. During lead revision, the helix failed to retract. The right ventricular lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.